Event description:
During the procedure, the surgeon was using the ligasure and the jaws jammed and the blade became stuck. A new one was given to the field.there was no impact on the patient's outcome.